Event description:
A patient reports while wearing a pod between 24 and 36 hours their blood glucose level had rose to 344 mg/dl. As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed. No damages or deficiencies to the needle mechanism or drive mechanism were observed that could have resulted in a failure to deliver insulin. The pod data indicated there was no struggle to deliver insulin. The patient history buffer was inspected and the algorithm acted as expected to respective estimated glucose values from the continuous glucose monitor. The soft cannula was observed to be stretched. The length of the soft cannula measured above specification at 1.1975 inches. The exact timing and cause of the damage could not be determined. It could not be conclusively determined if this damage contributed to the reported event.